Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter (aus) cuff due to urethral erosion. The cuff was too tight on the urethra. The patient had two cuffs implanted on (B)(6) 2019, however, only one cuff was removed during the other surgery and the other was left in. No further patient complications were reported and the patient was fully recovered.